Event description:
A customer reported a malfunction alarm with code 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and after resetting, the issue did not recur. The customer was advised to continue using the pump and to reach out if the problem reappeared.